Manufacturer narrative:
The device and right ventricular lead remain in service at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Five days later, the patient was brought in for a revision. When the pocket was opened, the physician observed a loose header. He performed a low energy shock and observed impedances of 59 ohms, but they gradually increased to greater than 125 ohms. A new device was then placed and the same out of range impedances were observed so a new defibrillation lead was implanted. The explanted device and lead are scheduled to be returned for analysis.

Event description:
Boston scientific received information that a latitude red alert was detected due to high, out of range shock impedance measurements that were greater than 125 ohms. Technical services believed this was a one off situation as all other data looked appropriate. The patient is scheduled for device check and at that time, tachy therapy will be turned off and further testing will be performed to verify the integrity of the system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted minor header bond separation. An x-ray confirmed the negative defibrillation connection wire was fractured, which caused the one out of range impedance measurement while implanted. Electrical testing was then performed and passed, even at the fracture site due to the header bond holding the fractured surfaces together. Analysis confirmed the observation of a high impedances due to a fractured connection wire between the header and device casing.